Event description:
It was reported that the device was oversensing, resulting in an inappropriate high voltage shock to the patient. There was a question if the device was oversensing far field p-waves. The company technical representative advised that the presented data were consistent with t-wave oversensing (twos), and gave programming recommendations. The device is still in use. There have been no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.